Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up with symptoms of right heart failure. A recent echocardiogram revealed new onset of severe tricuspid valve regurgitation compared to an echocardiogram prior to implant. The physician explanted the right ventricular lead and placed a left ventricular lead instead. The patient was stable following.